Manufacturer narrative:
Continuation of d10: product ID: ped2-450-25 (lot: b658735). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield (ped2) stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an internal carotid artery (ica) c6 segment unruptured saccular aneurysm. Patient vessel tortuosity was minimal. It was reported that the pipeline and all accessory devices were prepared according to the instructions for use (IFU). The catheter delivery system was navigated to the m1 segment with the guidewire and the guidewire was withdrawn. After preparation and hydration of the pipeline, it was delivered and deployment was initiated. When about 7mm of the pipeline was deployed, it was found that the distal tip could not be opened. The y-valve was locked tightly and the surgeon waited 3 minutes but the pipeline tip still was not opened. The pipeline stent was resheathed and redeployed but the distal end still did not open. Pushing and pulling was attempted but did not resolve the issue. It was noted that the pipeline was not positioned in a vessel bend and more than 50% of the pipeline was deployed when the failure to open was observed. The pipeline was retrieved and replaced with the next closest size available (ped2-450-25, lot: b658735). During deployment under fluoroscopy, the pipeline opening and wall apposition were good so the pipeline was fully deployed and the shaped guidewire was used to massage the pipeline for apposition. Anteroposterior and lateral angiography confirmed good distal and proximal anchoring of the pipeline stent and good wall apposition and blood flow in the parent artery was unobstructed. The procedure was successful. There was no harm or injury to the patient. Ancillary devices: 6f delivery catheter, navien 5f 115cm catheter, phenom 27 micro catheter.

Manufacturer narrative:
H3: product analysis #821249803: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed, as the braid's distal was found fully opened and no damage. Possible causes of the failure to open include vessel tortuosity, and/or deployment of the braid in vessel bend. The customer indicated that vessel tortuosity was minimal, and that the braid was not positioned in a vessel bend, which rules out those two potential causes. The cause of the failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no friction or other difficulty during delivery of the pipeline.